Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer passed away due to complications with his diabetes. The customer was wearing the insulin pump at the time of death, and his last known blood glucose reading was 20 mg/dl. The customer's mother did not believe that the insulin pump contributed to the customer's death. Nothing further was reported.